Event description:
A customer reported experiencing a cartridge change error with their insulin pump. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support advised the customer to inspect the o-ring at the bottom of the cartridge, and the customer managed to load the cartridge and resume insulin delivery with assistance from her son, ensuring the cartridge was properly locked into place. No additional information was received regarding the outcome of the event.